Event description:
Reporter stated that the dr inserted a three piece silicone intraocular lens model aq2017v in the eye and the pt's capsular bag tore. The dr had to enlarge the incision and remove the intraocular lens and placed sutures.